Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic left lower lobectomy surgery, while preparing to disconnect the pulmonary vein, staples were not fired. The surgeon able to press the green button and squeeze the handle. It was replaced by other staples to complete the case. There was no patient injury.